Event description:
In 2007, the office manager reported that the plate is broken and a piece was missing. On a week later, additional information was obtained. During a conversation with the office manager, it was clarified that the restrictor plate was not on the plate when the kit was inspected. There was no pt contact.

Manufacturer narrative:
Product evaluation is pending.